Event description:
Coiling treatment of a basilar tip aneurysm. It was reported during coil delivery, the coil was observed protruding into the parent artery. Physician pulled back the pusher assembly and the coil detached. Physician then pushed the coil into the aneurysm and the coil continues protruding into the parent artery. The catheter was removed and the coil stayed in the basilar artery. Post coil embolization procedure, the pt was reported to have an infarction.

Manufacturer narrative:
The device involved in this event will not be returned for eval, as it was implanted in the pt.